Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing without duplicating the report. An internal inspection found no discrepancies. Review of the device log did not find any messages related to the report. The device was recertified and returned to the customer. The battery and accessories used at the time were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, they were not able to seat the battery into the device. Complainant indicated that there was no patient involvement in the reported malfunction.